Event description:
The customer was hospitalized for low bgs. It was reported that the basal rate was incorrect and the customer did not change. Troubleshooting was performed. The type and insulin concentration was correct. However, the basal rate was 1.9u when it should be 0.8u. The customer did not set the basal rate to 1.9 at midnight. Advised customer not to wear the device until replacement arrives.